Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system application was not launching due to incorrect remote support service configuration. A field service engineer dialed in to fix the app for to launch installed remote support service new package and configured it correctly to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system application was not launching in catheterization lab.the customer stated that this issue has prevented access to medications while patient was laying on the table and no other information was released regarding this event.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system application was not launching in catheterization lab. The customer stated that this issue has prevented access to medications while patient was laying on the table and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-aug-2022 to 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application failed to launch due to incorrect remote support service configuration. The field service engineer installed remote support service new package and configured it correctly to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.